Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (pending device evaluation).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm 124 months ago. Aneurysm and vessel morphology at the time of implant were not reported. The patient's follow-up history is unknown. It was reported that approximately one month ago, the physician decided to explant the stent graft because of broken suture lines and possible stent fractures. The physician elected to explant the stent graft and perform an open surgical repair, with successful results. No additional clinical sequelae were reported, and the patient is fine. The explanted grafts have been received by medtronic, and their evaluation is pending.